Event description:
Boston scientific received information that this patient is experiencing unexplainable syncope. The physician was trying to capture short runs of premature ventricular contractions, but they are not long enough to be captured in the device.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.